Event description:
The following was reported to hamilton medical ag: during the use of this equipment in the ICU of the hospital, the machine reported an error, and the technical event was 231022. No consequences for a patient.

Manufacturer narrative:
Analysis ongoing. Hamilton medical ag case number is: (B)(4).

Manufacturer narrative:
A detailed investigation was performed by an expert from the technical service and was deemed non-reportable. Hamilton medical ag case number is: (B)(4).

Event description:
The following was reported to hamilton medical ag: during the use of this equipment in the ICU of the hospital, the machine reported an error, and the technical event was 231022. No consequences for a patient.